Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire guide wire was advanced to the left anterior descending artery, and due to patient anatomy could not be advanced further distally. During treatment the orbital atherectomy device jumped forward and contacted the tip of the wire. The tip fractured and the oad was removed. Multiple attempts to snare the fragment were made, but were unsuccessful and the tip of the guide wire was stented against the lad. The procedure was completed as planned.